Manufacturer narrative:
An event regarding dislocation involving an omnifit series ii liner was reported. The event was not confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further.

Event description:
It was reported that patient was dislocating chronically, poly insert was replaced with a constrained liner.

Event description:
It was reported that patient was dislocating chronically, poly insert was replaced with a constrained liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Returned to manufacturer.